Event description:
It was reported that during a scheduled product replacement surgical procedure, this right ventricular (rv) lead was attempted to be implanted but was not successfully implanted. It was noted that the lead exhibited noise, oversensing and pacing inhibition with asystole greater than two seconds observed during the implant procedure. As a result, a different rv lead of the same model number was successfully implanted prior to pocket closure. There were no adverse patient effects.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during a scheduled product replacement surgical procedure, this right ventricular (rv) lead was attempted to be implanted but was not successfully implanted. It was noted that the lead exhibited noise, oversensing and pacing inhibition with asystole greater than two seconds observed during the implant procedure. As a result, a different rv lead of the same model number was successfully implanted prior to pocket closure. There were no adverse patient effects.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. The stylet used during the attempted implant was still in the lead body lumen. Stylet insertion testing indicated there is no blockage in the lumen. The helix was retracted with dried blood and body fluid observed in the helix housing. A slight bend in the lead body was observed approximately 140 millimeters from the terminal pin. Testing was completed to assess lead electrical performance. Intermittent electrical continuity was confirmed on the outer coil. Microscopic inspections indicated a weld attempt was made at the outer coil and terminal ring interface. However, no evidence was found of a weld filet in the weld zone and the surfaces do not appear to be fused together. There were no signs of external damage on the terminal boot above or near the weld area. The investigation indicated there is a defective weld present at the weld zone of the outer coil to the proximal terminal pin, and intermittent continuity results from mechanical contact of the outer coil to the terminal pin outer surface approximately 17 millimeters from the terminal pin. Analysis determined that the observed noise, oversensing, and pacing inhibition with asystole greater than two seconds were caused by the defective weld.